Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) on an 8cm rectal adenoma performed on (B)(6) 2021. About two hours into the procedure, the tip of the orise proknife detached and became imbedded in the patient's tissue. The tip was successfully retrieved from the patient with biopsy forceps. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.